Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8785, lot# n371276, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a clinical study, regarding a female patient receiving intrathecal morphine 5mg/ml at 0.2401mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that there was mild erythema to the lumbar incision following the catheter revision. There was no drainage, dehiscence or sign of infection. The last programming date was from the most recent refill ((B)(6) 2014) prior to the event. The patient was treated with prophylactic clindamycin 300mg four times daily for 7 days. It was noted that it was unlikely related to the device or therapy, but related to the implant procedure. The issue resolved without sequelae on (B)(6) 2014. Follow-up was being conducted for information regarding the catheter revision. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).